Event description:
Reporter indicated a vns dell x50 computer was intermittently having to go through initial set-up prior to being used. The computer would then power off after several minutes. The computer and flashcard were returned for analysis. No anomalies associated with the computer software or flashcard were identified during the analysis. During the analysis it was identified that the computer was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.